Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. Corrected fields: e2, e3 and g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: distal end deformed, light guide bundle severely broken, universal cord was broken, and dark fractures in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end was deformed, and light guide bundle was severely broken the image was distorted due to there was fractures on it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope experienced image distortion issue during reprocessing. There were no reports of patient involvement.